Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2012. On (B)(6) 2015, the patient experienced chronic pain which occurred in the vagina and pelvic floor. On (B)(6) 2015, the mesh was removed. Currently, the patient's pain is reduced but not gone. The patient is seeking help for further treatment. Additional information has been requested.